Event description:
The surgeon reported there was no aiming beam or illumination when using the lio. The endophotocoagulation mode works fine. The surgeon switched to the cryopexy to complete the case. No patient injury was reported.

Manufacturer narrative:
The lio was received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. This report was mailed to FDA on: 10/31/2008.